Manufacturer narrative:
During the initial contact, the customer was able to provide their abacus database for eval. An eval of the abacus database indicates that the subject order was created for an adult peripheral pt. The software displayed a warning that the osmolarity concentration order value of 1461.22 mosm/l exceeded the limit value of 1025.00 mosm/l. Instructions were given to "administer via central line only!!!!!!!" The warning limit was overridden with no rationale and the order was completed without changing the pt's IV administration site. An eval of the abacus bag label for the subject bag indicates the solution to be administered via peripheral at a flow rate of 50 ml/hr for 24 hours. The label was assessed to determine if the text was legible and correct. In conclusion, the text was found to be adequate. Through our investigation so far, we do not have info suggesting that the abacus calculating software caused or contributed to this incident as a result of failure, malfunction, improper or inadequate design, MFR, or labeling of the product. The abacus software performed as designed and produced a correct and legible bag label for the tpn solution. In addition, a warning limit for the osmolarity concentration was displayed and instructed the user to administer the solution via central line only. However, this was overridden with no rationale. The intended users of the software are licenced professionals that are subject to their own regulatory requirements. The abacus software is not intended to replace the professional judgement of a licenced pharmacist. Baxa has been made attempts to gather further pt info and to discuss the importance of warning limits. Baxa will continue to attempt to gain additional info regarding this incident. Two voice messages and three emails were left with the facility contact on (B)(4). A f/u MDR will be submitted if additional info can be obtained from the customer.

Event description:
On (B)(4) 2009, baxa was notified by the customer of a pt involved incident using the abacus v2.0 tpn calculating software for tpn production. It was reported that a tpn bag created for this pt was mistakenly infused through a peripheral line instead of a central line. The bag was infused for 14 hours and then removed once the issue was discovered. During the initial contact, the customer did not provide details regarding the pt's condition other than to state that "the dextrose was diluted enough that there weren't too many electrolytes to harm the pt." Multiple attempts have been made with the facility to gather additional info regarding this incident. To date, the facility has elected to not share any further details with baxa. The current condition of the pt is unk.